Event description:
Trifit ts / trinity revision of the stem, biolox delta ceramic head and ecima liner after approximately 2 weeks due to stem subsidence. It was reported that the stem chosen at primary and implanted was undersized for the patient.

Manufacturer narrative:
Per -(B)(4) combined report. Additional information including post primary, pre revision and post revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that the stem subsidence was due to the stem size chosen and implanted by the surgeon and was a learning curve. The stem went in slightly in varus and felt solid, in reality the stem should have been two sizes larger for this patient. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. As this event was the result of user error and not related to the device design or performance, no further investigation is required and thus this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.